Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the core unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The customer reported complaint: recoverable fault 45312. The core unit was installed and test on the printed circuit assembly (pca) test system. The system started up with good image, without any error. Ran 150x power cycles with this part, all passed with good image, the audio is loud and clear. The core unit remained on the test system for 5 hours in normal operation without any error. When reviewing the remote error log at the site, there are 56 occurrences of error 45312, logged by the video blend line's (vbl's) from both video slice line (vsl) boards. This core unit will be upgraded to -25, the vsl's will be replaced as part the upgrade. The dvi ports on the pmav (personality module audio / video) is damaged (wear and tear). The filter was found to be dirty.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer was getting a recoverable fault 45312. The technical support engineer (tse) viewed logs and confirmed the error. Tse recommended reseating the endoscope. The customer reseated the endoscope, but the issue persisted. Tse recommended switching to a back up endoscope if the image quality is degraded. Site is continuing with the procedure. The customer called back and reported that they had reseated the first endoscope to the endoscope controller (ec). The customer exchanged the endoscope for a back up endoscope, power cycled the system, ensured all fiber cables were fully seated and the system is still generating error 45312 errors. Onsite logs verify the error 45312 with endoscope sn of 0. Tse recommended the staff replace the endoscope a third time. The staff installed a third endoscope and the error 45312 persisted. The surgeon elected to convert to laparoscopic. The staff is requesting the fse follow up to resolve the persistent error 45312. Customer called back for further troubleshooting. Customer had swapped blue fiber cables between consoles and issues seemed to follow. Customer stated the fiber cable was new. They are also getting vision errors (45308/ 45312 errors). Tse recommended cleaning blue fiber cable and power cycling console and vision tower. The procedure was converted to traditional laparoscopic surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was first identified prior to starting the procedure. Then the fault was repeating and the site called in again to trouble shoot. At that time, they had ports placed on the patient and the surgeon elected to convert to traditional laparoscopic surgery due to the repeated fault. No patient demographics was available.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse determined that the issue was the third blue fiber port from the top. Fse replaced core and the system has been programmed iaw the procedure. System has been tested and verified ready for use. The core unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a unilateral inguinal hernia procedure was performed on system (B)(4) on (B)(6)2022. This complaint is being reported based on the following conclusion: the customer converted to traditional laparoscopic surgery after the start of the procedure due to a repeated recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.